Manufacturer narrative:
6 pen needles affected.

Event description:
Spouse of consumer reported, no insulin flow when priming pen needles stated, she's never had this issue in the past and has been using product for a long time stated, she primes 2 units before injection 5 pen needles affected stated, sometimes she found the non patient end broken off prior to use ,(how many times this has happened is "unknown", but same box) spouse of consumer discarded the box. Lot: unknown. Catalog: unknown, (but is using the nano pro) date of event: 2024-01-22, (5 pen needles would not prime) samples: no cl.

Manufacturer narrative:
Correction to e, country. H10, 5 pen needles affected. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.